Event description:
The customer stated that she cannot exit the prime menu, after conducting the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose/flush drive support disk. The unit also had a missing end cap sticker, scratched lcd window and cracked reservoir tube and battery tube threads.